Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized and dispatch to emergency room on (B)(6) 2021 for high blood glucose. Blood glucose reading was 360mg/dl. The customer was treated with intra venous insulin drip at the hospital. Customer did not report any symptoms related to high blood glucose level. Customer agreed to troubleshoot for high blood glucose. Customer been using the insulin pump system within 48 hours of reported high blood glucose. Auto mode feature was active at time of high blood glucose event. The insulin pump will be returned for analysis.